Event description:
It was reported that the patient had an inappropriate shock due to a wide supra ventricular tachycardia with a rapid ventricular response. The patient was dry heaving at the time of shock. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.